Event description:
The customer reported that the system displayed an error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mother board, the power supplies and the hard drive were replaced. The system was tested and found to be working as intended and put back into service.